Event description:
A 5 year old female seen (B)(6) clinic for urgent visit secondary to fever of 102.6, also some congestion. Ordered labs that showed elevated crp(c-reactive protein). Given concern- pt admitted to hospital for further evaluation. Started on vancomycin/cepefim with karius panel.